Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was still experiencing pain where the pump was explanted or where the tubing was broken off. No further complication was reported.

Manufacturer narrative:
Other relevant components include: product ID 8731sc (B)(4) implanted: (B)(6)2008 explanted: (B)(6)2017 product type catheter. Device code (B)(4) was entered for the report of the "low dose radiation being emitted in [the patient's] whole body from the pump". If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-dec-13. It was reported that the patient¿s managing healthcare professional (hcp) for the pump took out the ¿morphine pain pump¿ six weeks ago this past monday because it was giving off radiation in the patient¿s body, which in turn was causing the patient¿s stomach to swell tremendously and causing pain in the patient¿s groin, per the consumer. They did not know what was wrong with the pump, only that it was causing the swelling/pain. It was at first stated that the swelling had been happening over the past few weeks, and then was reported that the swelling had been there for a while since (B)(6). It was stated that the pain in the groin had been happening for months in 2017. It was mentioned that the patient had the pump refilled every 5-6 months. It was noted that the patient was in the hospital in (B)(6), but not for the swelling/pain. When the patient was in the hospital they took pictures of the patient¿s stomach and it showed the swelling of the patient¿s stomach. It was stated that they spoke to a manufacturer's representative who was there with the hcp while at the hospital. It was related that when the hcp removed the pump, the catheter (that was used for nine years by patient) broke into pieces inside the patient¿s system. The problem with it was the doctor had on incision to take the pump out, but had to put two more incisions into the back/side of the patient to get the catheter out. The doctor gave up on getting the pieces of the catheter out and left some of it inside the patient¿s body. It was reported that the catheter broke because the catheter was in there so long, and the body/skin/tissue/etc. That grew to the catheter and prevented the hcp from getting it all out. It was noted that the patient saw the hcp on (B)(6)2017 for a follow-up to make sure that the patient had healed and it was noted that they had to use 29 staples but that there shouldn¿t be any problems regarding the 6-8 inches of ¿tubing¿ left in the patient. The consumer did not know if the hcp really knew because the hcp ¿hadn¿t had many patients¿ in this situation. It was indicated that the manufacturer's representative was made aware of the event on 2017-oct-30/six weeks ago last monday; however, additional information received from a manufacturer's representative on 2017-dec-15 reported that the manufacturer's representative had no prior knowledge of the incident and there was no record of who covered the removal. It was noted that most removals occurred without the knowledge of manufacturer's representatives. No further complications were reported or anticipated

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer regarding a patient receiving morphine via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported the patient went to a healthcare professional (hcp), a holistic hcp, and they were told there was a low dose of radiation being emitted in their whole body from the pump that was picked up by a radiation detector and was making the patient sick. It was noted that the patient cannot keep the pump inside of them if it is putting radiation out. The patient stated the only thing they had on them at the time of the test was hearing aids and told the holistic hcp about the wires in their chest from the heart surgeries. It was again reported that the patient cannot keep the pump in if it is going to be giving them a low dose of radiation in their body and make them sick. It was reviewed information regarding radiation emitted from the pump and it was reviewed that the pump is an electronic device, has electromagnetic imaging (emi), and no specification on radiation, and if there was a significant level of radiation an amount would be required. The patient was redirected to their healthcare professional to discuss what she was told from the holistic healthcare professional, and for the next steps. Non reservoir drugs mentioned included injections, fentanyl injection, and versed. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.